Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery tips mangled. A replacement device was used to complete the procedure. The hospital did not report any patient effects. It was both the silicone and wire, hence mangled works well. The (B)(6) said it was user error.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage with evidence of blood were observed. A visual inspection was conducted. The heater wire was observed to be twisted and detached from the tip and flexed away from the hot jaw, but remained attached at the base. The silicon insulation was observed to be peeled from the cold jaw but remained attached at the base. Char and tissue buildup were observed on the jaws. It was also observed that the shaft of the harvesting tool was bent at the middle part. Based on the returned condition of the device and the investigation results, the reported failure modes "bent wire" and "peeled jaw" were both confirmed. The analyzed failure mode "bent shaft" was also confirmed. The certificate of conformance (c of c) was reviewed for shaft flex. The vendors certify that all the component lots manufactured conforms to all the applicable product specifications. There were no non-conformities observed in the vendor lot. The shop floor paperwork was reviewed for the hemopro 2 tool subassembly. All the test results meet the specifications and results. There were no non-conformities observed in the c of c. Specific actions for the failure mode "peeled jaw" are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery tips mangled. A replacement device was used to complete the procedure. The hospital did not report any patient effects. It was both the silicone and wire, hence mangled works well. The cvor nurse manager said it was user error.